Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had alarm unexpected restart. Customer's blood glucose at time of incident was unknown. The customer was unable to go online to get information, pump is staying to rewind and it also said the time/date is wrong. The customer is unable to change it and checked his blood because pump is saying rewind. Customer's mother was unable to troubleshoot because was unable to get out of the rewind screen. Customer advised that she will call back and speak to someone else.